Event description:
It was reported that the 9800 system needs to have the high voltage cables regreased. There was no report of patient injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is received, it will be reported as required.